Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed. The assignable cause was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 therapy. During a call with baxter (B)(4) technical service center, the following was reported. On an unreported date, the patient was hospitalized for peritonitis. The patient was treated with an unspecified drug (ip). The patient recovered from the event. The physician stated that the event was unrelated. The physician reported the peritonitis was likely related to "hospital transmission" and not dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.